Event description:
It was reported by service report that the pt head left caster horn was bent causing the wheel to no longer roll and the retainer cover was broken creating a pinch point. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retainer cover; caster horn assembly.